Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported that she started to have to charge her battery multiple times per day due to an unknown cause at an unknown point of time. Long recharging was also mentioned battery was interrogated and revealed high impedances greater than 40,000. Doctor made medical decision to remove the old battery and upgrade in order to help with recharging. Doctor decided not to revise lead. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.